Event description:
It was reported that the spider 2 tenet positioning device joints became loose in the middle of a shoulder arthroscopy procedure. No backup device was available, and stability was provided by a physician's assistant to finish the procedure. A delay of less than 30 minutes was reported. No injury or complications were reported.

Manufacturer narrative:
There was a relationship found between the returned device and the reported incident. A functional test revealed the unit ran constantly without pressurizing. Debris was found in the solenoid valve of the returned unit. The solenoid valve was replaced. The unit was retested and found to be functioning correctly. The complaint investigation has concluded the root cause to have been a mechanical component failure due to debris which may obstruct the valve from closing properly resulting in the inability to retain pressure. A review of the device history record was performed which confirmed no inconsistencies.